Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 430, competitor lead, implanted: (B)(6) 1991. (B)(4).

Event description:
It was reported that the patient present to the ER (emergency room) with a heart rate of 30-34 bpm (beats per minute). Interrogation of the device was tried but the interrogation was only able to get just enough information to see a power on reset (por) with a date of that day and that the elective replacement indicator (eri) was triggered on (B)(6) 2007. No battery voltage was available. It was noted that the device had not been checked in seven years. The device was explanted and replaced. No patient complications have been reported as a result of this event.